Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e315 and occasional snowflake. Since the initially reported malfunction was not reproduced, a root cause could not be identified. Regrading the new error discovered, the most probable cause is a defective plug unit. And the most probable cause of the occasional snowflake is liquid immersion of the scope connector, the rubber, and the control body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented scope communication error e216. The event was found during reprocessing. There were no reports of patient involvement.